Manufacturer narrative:
During a follow-up call on 2/06/2017, the customer reported a new cartridge had been loaded onto the pump, and received an accurate fill estimate. Additionally, the customer's bg level had returned to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and on the same day, the insulin gauge displayed 105 units and remained static for a day. Then, the insulin gauge began to decrease as expected. Tandem technical support was unable to perform troubleshooting as the cartridge had already been discarded. Prior to calling tandem technical support, the customer loaded a new cartridge successfully. The customer's blood glucose (bg) level was in the 300's (mg/dl), and was addressed with a correction bolus.